Event description:
The foley catheter bag was leaking at site where the white emptying port attaches to the bag. The catheter was changed per policy. This has been an ongoing issue with this device. We thought the original failures were due to a process we had added here. These new leaks are unrelated as that process was stopped in march. We will be going to a new bard t-s product soon. We will continue to report any device failures, however.